Event description:
Pt reported that their device generated a technical inspection alert, and stated that they did not think the device was delivering insulin because their blood glucose was running high. Pt stated that their blood glucose levels have been running high for 4-5 months. No error message was generated by the device. Pt self-treated high blood glucose by changing their infusion site and delivering an extra bolus.